Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re opened.

Event description:
It was reported that the threads on the impactor were found to be stripped during surgery so the implant wasn't able to be attached to the impactor. A delay of 30 minutes to 1 hour reported. No patient injuries reported. An s&n backup was available.